Event description:
It was reported that the ilet user performed an overnight supply change but failed to remove the infusion set needle guard, which prevented proper insulin delivery and led to elevated blood glucose, after which the user administered subcutaneous insulin by pen and returned to bed. Symptoms included hyperglycemia peaking at 328 mg/dl. Outcomes included the need for corrective insulin by injection and user education on correct infusion set deployment and connector attachment. Investigation included troubleshooting and education on proper infusion set insertion and connection to ensure flow. Investigation of this case revealed user setup error with the infusion set deployed incorrectly, resulting in no insulin infusion from the device. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect infusion set deployment.